Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was high. Initially, the contact alleged the pump "failed". However, after the customer and contact performed a pump system check, no device issues were found. The cause of elevated bg was not known. The customer went to the hospital and upon being discharged, pump therapy was resumed. The contact declined to provide further information regarding the event.